Event description:
It was reported that during the locking compression plate elbow market preference evaluation (mpe), two 2.7 cortical screws were inserted into the distal humerus bone and the screw heads twisted off the shaft of the screws. No complications and no patient harm were noted. It is unknown if the screws were replaced. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
(B)(4)

Event description:
This report is for file (B)(4).